Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac defibrillator delivered inappropriate anti tachycardia pacing (atp) and inappropriate shock therapy due to an atrial driven rhythm. There is evidence suggesting that the rhythm was an atrial tachycardia with rapid ventricular response. Therapy was exhausted and was delivered in more than one episode. Technical services advised to have patient seen by his device following physician. The sales representative went into the account and changed the programming of the device. No adverse patient effects reported. At this time the implantable cardioverter defibrillator has been returned for analysis without additional allegations. It was explanted due to normal battery depletion (nbd).

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac defibrillator delivered inappropriate anti tachycardia pacing (atp) and inappropriate shock therapy due to an atrial driven rhythm. There is evidence suggesting that the rhythm was an atrial tachycardia with rapid ventricular response. Therapy was exhausted and was delivered in more than one episode. Technical services advised to have patient seen by his device following physician. The sales representative went into the account and changed the programming of the device. No adverse patient effects reported.